Event description:
The user received questionable results for digoxin and other assays from the cobas e601 analyzer serial number (B)(4). Only data for one patient for the digoxin assay was provided. The initial result was 2.54 ng/ml with a data flag. The repeat result was 2.58 ng/ml with a data flag. The sample was then tested on the other measuring cell of the analyzer and the result was 1.64 ng/ml. The initial result was reported outside the laboratory and a corrected report was later sent. The patient was not adversely affected. Upon evaluation of the analyzer, the field service representative determined there was a loose tubing connection on the measuring cell. He tightened the connection and primed the system. To verify the analyzer operation, the user ran calibration, quality control and precision testing with acceptable results.